Event description:
Distributor reports pump is resetting itself without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. It was determined that the pump had an intermittent loss of contact between the battery cap and the pump case.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the date of the reported issue was (B)(6) 2008; a review of the pump histories indicate that the pump was in use until (B)(6) 2011. The data for the reported event date is unavailable for review due to continued pump use. There were no power issues observed in the pump history. The pump powers on normally with no alarms. The pump was exercised for 24 hours with no power issues occurring. There was no damage noted to the battery cap, battery compartment, or the power circuit. The battery cap was able to secure appropriately to the pump, and there were no battery connection defects found. There was no defect found on investigation; the complaint could not be confirmed or duplicated. (B)(4).